Event description:
It was reported that an unspecified number of bd extension sets maxplus® experienced kinked tubing. The following information was provided by the initial reporter: tubing of extension set came pinched/tappered which blocked flow.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22079022. Medical device expiration date: 2027-07-04. Device manufacture date: 2022-07-01. Medical device lot #: 22079065. Medical device expiration date: 2022-07-05. Device manufacture date: 2022-07-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: five samples were received for quality investigation. Two samples were in unopened packages and the other three were already opened without their packaging. Additionally, one of the already used samples did not have a maxplus connector assembled to it. The customer complaint of tubing kinked/flow issues - fluid blockage was verified by inspection. Priming of the samples, with water, was initially attempted. The sample in the unopened packaging worked as intended, but the other 4 samples showed signs of occlusion at the female luer adapter connected to the maxplus connector. Further investigation of the sets under magnification show that the inner fluid path of the female luer adapter was blocked and therefore would not allow for flow through the assembly. A device history record review for model mp5303-c lot number 22079022 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22079065 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue is that the fluid path of the component is occluded. Under magnification we can see that the fluid path is blocked with a clear substance. Investigation conducted at the manufacturing facility indicated that there was an air fixture, involved in the application of the solvent, that did not allow for the correct amount of time to conduct its operation. Therefore, causing the occlusion in the fluid line.

Event description:
It was reported that an unspecified number of bd extension sets maxplus® experienced kinked tubing. The following information was provided by the initial reporter: tubing of extension set came pinched/tappered which blocked flow.